Event description:
Implant loss, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, pain, increased sensitivity, swelling. Patient complained of chronic pain at implant site.